Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a red, itchy, skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient had an appointment with his gastroenterologist, who advised that the skin irritation could potentially be caused by his upset stomach. It is unknown if the lifevest caused the skin irritation. The patient's physician prescribed an antihistamine, zyrtec, for the skin irritation, and skin irritation is improving with the use of zyrtec.